Event description:
The customer contacted baxter's technical service center regarding drain questions, which occurred on the homechoice (hc) during use during fill. The home patient (hp) stated that he did a last fill of 2000ml and he was watching his initial drain volume and at 410ml it kicked over into fill 1 with no alarms at all. The baxter technical service representative (tsr) reviewed the programming. The hp's initial drain alarm (ida) was set for 0ml. The tsr had the hp go into manual drain mode to be sure that he was empty. The hp was going to call the peritoneal dialysis registered nurse (pd rn) tomorrow and would have her walk him through the ida setting to something more appropriate. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the report of the initial drain alarm being set at 0ml was determined to be use error. A review of the previous service record shows that no issues were identified that may have contributed to the difficulty of home patient inquiry about draining during use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.